Manufacturer narrative:
(B)(4). Visual examination of the returned provisional showed signs of repeated use and the post feature had fractured off. The device history records were reviewed and no discrepancies were identified. Fractured tibial articular surface provisionals (tasps) have been analyzed and determined that the fractures were consistent with low cycle fatigue culminating in bending overload. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface provisional fractured during trial insertion. Another provisional was used to complete the procedure with no further intraoperative complications. No adverse events were reported as a result of this malfunction.